Event description:
Hospital staff responded to a person, condition unknown. The device was connected to the patient for external pacing for transport to a larger hospital. According to the reporter, the device would not pace the patient. Transport arrived, connected their lifepak 12 defibrillator to the patient and successfully paced and transported pt. No adverse affects to the patient were reported as a result of the alleged malfunction.